Event description:
A high tibial osteotomy (hto) was performed using the fine osteotomy system approximately 5 months ago, resulting in a nonunion, indicating a lack of proper bone healing. The limb now shows a varus deviation, along with hardware loosening.